Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was reported to have been experiencing agitation when they were admitted on (B)(6) 2021. A computed tomography angiography (cta) was performed which revealed a left internal carotid artery large vessel embolic stroke. An angiogram noted that the clot had migrated into distal branches including the proximal left m2. The patient underwent a mechanical thrombectomy. Several distal m3 and m4 branches remained occluded. A repeat head computed tomography (CT) scan with contrast showed extravasation and hemorrhage. The patient's international normalized ratio (inr) was stated to not have been therapeutic. The cause of the no external power alarms was thought to be due to the patient's controller power cables getting wet with urine. The controller was exchanged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid ingress, and communication issues with the system monitor were not able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review (20210709_0746, a7130929, a7130934). Log files a7130929 and a7130934 contained the same events. A review of the submitted log files showed overlapping events spanning approximately 13 days ((B)(6) 2021 per timestamp). Atypical power cable disconnect alarms occurred intermittently on (B)(6) 2021 from 08:31:39 ¿ 08:31:49, at 12:29:09, on (B)(6) 2021 from 08:46:22 ¿ 08:46:49, on (B)(6) 2021 from 10:13:53 ¿ 10:13:58. These alarms occurred during power source exchanges and were coincident with rsoc invalid faults occurring on both power cables and cleared shortly after activating. The atypical power cable disconnect alarms occurred while connected to the batteries following a power source exchange. These alarms were attributed to the power cables getting wet with urine. There were no other notable alarms active in the log files. Pump operation was not affected. The root cause of the power cable disconnect alarms and communication issues with the system monitor were unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 03oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #'s: 2916596-2021-03981, 2916596-2021-03984, 2916596-2021-04389. It was reported that the patient presented to the emergency department on (B)(6) 2021 with expressive aphasia and right sided weakness. A computed tomography (CT) scan of the patient's head showed small early ischemic changes in the subcortical left frontal lobe. Computed tomographic perfusion showed no core infract and a large penumbra in the left middle cerebral artery distribution. A computed tomography angiography was taken with occlusion of the left cervical internal carotid artery post mechanical thrombectomy. While the patient was receiving the CT scan, a yellow wrench and "connect power" alarm were noted on the patient's controller. Both lights were flashing near the black and white power cables. The system controller was "chirping". Upon inspection, the patient's battery clips were found to be wet. The patient's clips were exchanged which stopped the alarms. Review of the patient's log files showed a series of no external power events on (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log history, and the mechanical circulatory support (mcs) equipment was operating as intended. Throughout the patient's stay in the hospital they were connected to the power module. While connected to the power module, the system monitor was not receiving any data. The patient was switched to a different power module and monitor, however this continued to happen. This issue was thought to be caused by the patient's white power cable. A controller exchange was planned to take place at a later date. Review of the patient's log files showed a low power advisory on (B)(6) 2021 at 5:18 am and another on 7:41 am due to normal battery depletion. On (B)(6) 2021 at 4:45 am there was an alert to the patient's room for an unknown alarm. Upon entry of the patient's room there was no number in the pi display. All other numbers were intact. Upon interrogation it was discovered that the patient experienced a pump off and low flow event. The patient's log files recorded a transient intentional pump stop event which caused the low flows and pump stop for approximately 2-3 seconds. The pump stop command had been momentarily enabled on the system monitor.